Event description:
Complaint alleged that the head up was not working. No injuries alleged.

Manufacturer narrative:
Technician found that the valve solenoid was failing. Replaced the solenoid to resolve this issue.